Event description:
Following an implant procedure for an evoke spinal cord stimulation (scs) system, the patient was evaluated for hematoma at the wound site. The patient received a blood transfusion and pressure dressings were applied to resolve the reported event.